Event description:
A call was received through technical services reporting t wave oversensing on every pace resulting in paced rate of around 60 bpm. The svc imedance is elevated at greater than 200 ohms. The lead was explanted two days later. No patient complications have been reported as a result of this event.